Event description:
It was reported that a patient alert sounded. The implantable cardiac defibrillator was interrogated and showed a varying lead impedance. It was also noted that while demonstrating the alerts for the patient, the sensing on the lead was lost as well as real time electrogram readings. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, there was blood in/on the helix/lobe the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012 21:00:10 and (B)(4) 2012 15:00:13. Weekly pace lead impedance trend data shows a decrease for min ventricular pace bi impedance = 380 to 95 ohms minimum between (B)(4) 2012 and (B)(4) 2012. Impedance - resistance/impedance increase weekly hv-lead impedance trend data shows an increase for max defib active can on impedance = 47 to 74 ohms peak between (B)(4) 2012 and (B)(4) 2012. (B)(4) the device was received, analyzed and the failure disappeared during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, there was blood in/on the helix/lobe the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012 21:00:10 and (B)(4) 2012 15:00:13. Weekly pace lead impedance trend data shows a decrease for min ventricular pace bi impedance = 380 to 95 ohms minimum between (B)(4) 2012 and(B)(4) 2012. Impedance - resistance/impedance increase weekly hv-lead impedance trend data shows an increase for max defib active can on impedance = 47 to 74 ohms peak between (B)(4) 2012 and(B)(4) 2012. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012 21:00:10 and (B)(4) 2012 15:00:13. Weekly pace lead impedance trend data shows a decrease for min ventricular pace bi impedance = 380 to 95 ohms minimum between (B)(4) 2012 and (B)(4) 2012. Impedance - resistance/impedance increase weekly hv-lead impedance trend data shows an increase for max defib active can on impedance = 47 to 74 ohms peak between (B)(4) 2012 and (B)(4) 2012.